Event description:
Info rec'd that the bed had no head up function. No injury reported.

Manufacturer narrative:
Technician found the bed had no head up function. Replaced the hydraulic manifold to resolve this issue. Bed stored 5th floor.